Event description:
During administration of CPR to a resident who was in cardiac arrest, the swivel connector between the mouthpiece and the bag broke.

Manufacturer narrative:
During administration of CPR to a resident who was in cardiac arrest, the swivel connector between the mouthpiece and the bag broke. The resident subsequently died. The vice president of clinical services stated that she could not confirm that the issue with the ambu bag caused or contributed to the resident's outcome. No sample was returned for evaluation. No lot number was provided. The root cause for the reported break of the swivel connector is not known. The overall condition of the ambu bag prior to use is also not known.